Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a complete power loss was confirmed via log file analysis. Analysis of the submitted log file revealed the system operating on 14v batteries for approximately 18 hours until a low voltage advisory alarm event became active on 30mar2024 at 14:44:08 relating to a depleting 14v battery connected to the white power cable. The system operated on the depleting 14v batteries until the low power hazard became active on 30mar2024 at 16:47:56. The 14v batteries became fully depleted and activated the no external power alarm at 17:00:19. The system reverted to the internal 11v backup battery for power. The system operated until the internal 11v backup battery became depleted and the pump stopped. At 18:45:57, the pump stop alarm was captured with the pump speed value at zero rpm. The last event prior to the complete power loss was captured on 30mar2024 at 18:46:40. The system controller is off and does not record data or alarm. After the complete power loss event, the black power cable was connected to the 14v batteries/clips. The date/time was reset to 01jan2000 at 0:00:00. The pump was ramping up and captured the speed value at 4,550 rpm at 0:00:04. Clock not set alarm was active until the data/time was synced on 31mar2024 at 3:07:23 and cleared the alarm. Attempts were made to obtain additional information from the customer regarding the alarm resolution and product return status; however, no additional information was provided, and no additional follow-up attempts will be performed. A root cause that led to the complete power loss event could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev d), cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 4, ¿living with the heartmate 3¿, outlines you must always connect to the mobile power unit when sleeping (or when sleep is likely). This is very important! If you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms. Heartmate 3 instructions for use (rev c), under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Warnings outlines ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had shortness of breath and hypoxia. The patient was admitted to the hospital. Upon arrival it was noted that the system controller clock was not set due to complete battery depletion of the 14-volt batteries and backup batteries. The 14-volt batteries were replaced, and a "call hospital contact" alarm with a yellow wrench and intermittent beeping started. The patient was adamant that they did not hear any alarms until the batteries were exchanged. A self-test was performed which proved adequate tone on alarms. Log files were submitted for review and captured low power hazards on (B)(6) 2024, a no external power alarm on (B)(6) 2024 at 17:00:19, and a pump stop due to no external power at 18:45:56. There were then controller clock corrupt messages in the log. On (B)(6) 2024 at 3:07:23 the clock was reset. Related manufacturer reference number: 2916596-2024-02065 (pump).